Event description:
Customer reports lancet sticks out after being fired while using the softclix lancet device. Customer reports an accidental stick when he removed the cap and pushed the lancet back into the device. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.